Event description:
Same case as MFR #: 2134265-2012-08541 and 2134265-2013-00311. It was reported that during preparation for an unspecified procedure the motor drive failed to pullback. The target lesion was located in an unknown vessel. The system displayed an acquisition pc connection failure message (error 119) and motor drive pullback unexpectedly stopped. The system was rebooted and displayed a no signal message and did not boot into the application. The image and acquisition pcs were rebooted and the system displayed an acquisition pc connection failure message (error 119). The event occurred outside of the patient. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).